Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners failed to fixate the mesh at the ligament and soft tissue. The subject device was not returned for evaluation. Based on the information provided the most probable root cause may be the result of attempted deployment into the ligament. However, without having the sample to evaluate, no definitive conclusion can be made. Review of manufacturing records shows product was made to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal herniorrhaphy procedure, the laparoscopic surgeon used a sorbafix enhanced device to fixate the mesh at the ligament and soft tissue. It was reported that the fasteners did not fixate the mesh and were falling loose. It was also reported that after few attempts few fasteners fixated the mesh since the hernia was small, the mesh was well implanted, and the loose fasteners were removed from patient's body. There was no patient injury.